Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude and oversensing, which led to the smart pass feature being disabled. Additionally, low shock impedance measurements were also observed. The patient was brought and the device was reprogrammed. Afterward, the smart pass feature was disabled again. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.